Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer septal occluder was selected for implantation using a 12f amplatzer torqvue delivery system. During the procedure, the device deformed into a cobra shape, and was removed from the patient. The device was not released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and there was no angulation or kink noticed in the delivery system. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, however is consistent with use of larger sheath as use of larger sheath may influence deformations of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 30 mm amplatzer septal occluder is an 10f.